Event description:
It was reported that" on (B)(6) 2024, the doctor found ars leak during use on the patient. They changed a new one to resolve the issue." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). The customer provided one video for analysis. The video showed the customer attempting to aspirate the arrow raulerson syringe (ars) with the 18ga introducer needle attached. The customer returned one ars/introducer needle for analysis. Signs of use were observed inside the syringe barren and the needle hub. Visual analysis revealed that the needle hub contained one crack on the hub. Microscopic examination confirmed the crack in the introducer needle hub. No other defects or anomalies were observed on the needle nor the ars. The returned sample was functionally tested with the returned introducer needle per the instructions for use provided with this kit. The IFU states, "insert introducer needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate". With the needle attached, the subassembly did not aspirate due to the crack on the needle hub. The module requirement document for raulerson syringes (amrq-000113 rev.06) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did snap back into a position = 1cc from the starting position. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "warning: do not aspirate arrow raulerson syringe while guidewire is in place; air may enter syringe through rear valve." The customer report of a cracked needle hub was confirmed through complaint investigation of the returned sample. Visual inspection revealed a crack on the needle hub. The failure mode identified is consistent with the failure mode investigated per a previously opened CAPA. Based on the CAPA investigation, the root cause of this complaint is design related. Teleflex has identified that this needle hub material is susceptible to cracking when placed under stress (i.e. Pressed onto a tapered luer fitting, sideloaded as the clinician attempts to locate a vessel, etc.) In the presence of liquid alcohol-based disinfectants. The CAPA was implemented using a new alcohol-resistant material to manufacture the needle hub. The implementation date of the CAPA occurred after the manufacturing date of the needle hub batches from this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2024, the doctor found ars leak during use on the patient. They changed a new one to resolve the issue." There was no medical intervention required. No patient harm or injury. The patient's current condition is reported as "fine".